Event description:
It was reported that the implantable pulse generator (ipg) returned for analysis and tested out-of-specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The battery was contaminated. Analysis of the hybrid revealed the device loss of telemetry and all functions were due to a severely depleted battery. The device was fully functional and operated under normal current drain when powered with an external supply. There was no evidence of a high current drain condition, and no hybrid anomalies were observed. Analysis of the battery revealed that testing identified etfe coating delamination, localized thermal damage, and residue near the feedthrough; however, the available evidence does not directly establish this condition as the cause of premature depletion. Based on the analysis in this report, the observed feedthrough/etfe condition may have contributed to accelerated depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.